Event description:
It was reported that the external pulse generator was measuring low output and high pulse width. The customer was going to test the epg with a different analyzer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).